Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (b)(4(, serial: (B)(6), batch: a000111809. Event date is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Event description:
Additional information was received reporting surgical intervention was undertaken on (B)(6) 2024 wherein, the system was explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.